Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region over torqued consistent with procedural damage. After cleaning, the helix could be extended and retracted. Visual examination found the stylet bend/damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any other anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high threshold and variable sensing. The patient presented for procedure on (B)(6) 2019. During procedure, upon repositioning the lead, the physician had trouble advancing stylets and trouble retracting the helix. The helix was eventually able to retract and reposition, but then the lead was unable to deploy the helix. The lead was explanted and replaced. The patient was stable.